Manufacturer narrative:
(B)(4). Batch # k5ct5x. The analysis results found that one ec60a device was returned with the handle shrouds separated which caused the internal components to lose their internal position. An ecr60b cartridge reload was present partially fired 1/2 consistent with an incomplete or interrupted cycle. Upon further analysis the returned cartridge was noted to have deck and body damage. Furthermore some drivers were also noted to be damaged. The damage to the cartridge and drivers is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. No further functional test could be performed due to the condition of the device. However, it could not be determined what may have caused the found condition of the device. No testing could be performed to evaluate the event reported. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. Additional information was requested and the following was obtained: was there any patient consequence as a result of the procedure being prolonged? Yes it was. The patient was after such a long anesthesia, the next day remedial bronchoscopy was conducted. The longer anesthesia is the reason for the more accumulated phlegm in the airway of the patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which portion of the handle broke (closing trigger, firing trigger, other portion of handle, etc.)? Did any piece break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? If yes, is it returning with the device? Or, was the piece discarded? What was the product code of the cartridge (gst60t, ecr60d, etc.)? On which firing did this event occur (1st, 2nd, 12th, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a left lung resection procedure, after gun positioning on lung tissue and gun closure, surgeon started firing. Gun fires on one third of reload and blocked. Surgeon can not return the knife and open the gun. After it handle of the gun broke and doctors have no chance to open it. Surgeon put clips on both sides of the gun and made the resection of tissue with the gun. There was a sixty minute delay.